Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. The clinician noted several high ventricular rate episodes caused by oversensing on the ventricular channel. The patients status at the time of the call was unknown but review of the freeze capture from the transmission on (B)(6) 2016 showed normal device behavior. No intervention had been reported. No additional information was available.